Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 5f sheath prior to a percutaneous coronary intervention (pci). Reportedly, after suture placement, the sheath was upsized to 14f and the pci procedure was completed. The first proglide suture was tightened against the vessel wall successfully. The short suture end of the second pre-placed proglide suture was accidently tightened while assistance was provided compressing the puncture site. The knot tightened and could not be pushed down to the arterial wall even with the knot pusher. Hemostasis was achieved with an angioseal. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.